Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse replaced the erbe. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform a failure analysis. The integrated electrosurgical unit (iesu) was analyzed and found failure analysis and the reported failure (m-02-3 error is in the error log) was confirmed and reproduced. The unit was placed on an in-house system and was run in normal mode. The unit will be returned to the original equipment manufacturer (OEM) for repair. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer-reported issue. .

Event description:
It was reported that during a da vinci-assisted gynecology hysterectomy benign surgical procedure, the customer reported mid-procedure that the surgeon stated that there was no energy coming from the erbe. Prior to calling intuitive surgical, inc. (Isi) technical service engineer (tse) the customer power cycled the erbe with no change. The customer was in the process of changing out the instrument energy cables on bipolar and monopolar. After doing so, the monopolar began working but the bipolar was still not working. The isi tse reviewed live logs and found a single m-02 error prior to starting the procedure. The customer elected to try another bipolar instrument with no change. The isi tse walked the customer through unplugging the erbe connection cables and removing the power cord with the erbe still on, then reinstalling the rcb connector (leaving the 2-foot pedal connectors unplugged) and reinstalling the power cord with no change. The customer elected to try one more bipolar instrument energy cable with no change. The isi tse recommended using a covidien force triad generator with an activation cable and walked the customer through connecting the generator successfully. The customer was continued with the procedure as planned. The procedure was completed as planned with no reported injury isi followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering up and it initially did power on without errors. The robot blue energy cables were connected to covidien ft-10 generator, until erbe was replaced. T he procedure was completed robotically. No patient injury.